Event description:
A p20-o, lot: 2503704: exp: 2/28/27 & p28-o, lot: 2312408, exp: 11/30/25 did not expand when compounding chemo medications taxol and cisplatin. Medication was able to be extracted but with great difficulty and pressure. Ref report: mw5174299. Pt code: 4582. Device code: 1384.